Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a fortrex pta balloon catheter to treat a 30mm severely calcified fibrous lesion in the left proximal brachial artery. The artery was 7mm in diameter, had moderate tortuosity and had 80% stenosis. The procedure used a 6 fr non-medtronic sheath and a 0.035" non-medtronic guidewire. The device was prepped as per the IFU with no issues identified. No pre-dilation of the vessel was performed. The physician encountered no resistance during the advancement of the device and no excessive force was used. The balloon was inflated using a medtronic ac3205p inflation device with contrast fluid. It was reported that during the first inflation, the balloon burst longitudinally at 20atms, after 55 seconds. The balloon material was reported to remain intact and no fragments were missing. Another fortrex balloon catehter was used to complete the procedure with no further issues. No patient injury was reported.